Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence. All components were removed and replaced with a new aus, but the cuff was retained. The patient had no complications following the procedure.